Event description:
It was reported that the delivery catheter was unable to enter tether mode during the implant procedure after fixation. The physician attempted to dock the leadless pacemaker (lp) to the delivery catheter, but the tether of the delivery catheter broke off. The lp was retrieved and successfully implanted with a new delivery catheter to resolve the event. The patient was stable and there were no adverse consequences.